Event description:
It was reported within the past four months patient is experiencing constant pain, her knee gives out when she is walking, it's swollen and is on pain medication.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.